Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer's blood glucose level was 200 mg/dl at the time of incident. Customer stated that the insulin pump is not responding. The insulin pump will be returned for analysis.